Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed, and it was noted there was a loose green cap. It was also noted that the tubing on the heater line was kinked. The reported issue was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap to the line of an amia automated pd cycler set ¿was off in the bag¿; this was further described as ¿the cap from the patient line was not on the patient line but loose in the bag¿ (while still in the original packaging). This was identified during set up for peritoneal dialysis therapy. The patient was not connected at the time of noting the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.